Event description:
The customer reported that there was bleeding during the procedure, although an end tone, indicating a completed seal cycle, was hard. No transfusion was necessary. A forcetriad energy platform, set at 3 bars, was in use at the time. Another device was used to seal over the areas that were oozing. It was noted that the pt had high blood pressure during procedure. At one point it was recorded as being 170/103.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.